Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the cutter was not sharp and it was not cutting right. On november 17, 2016, it was clarified that the nurse coordinator checked all cases around the notification date and asked all personnel involved, but they staff does not recall using this device. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the meshgraft ii on november 22, 2016 revealed minor cosmetic damage to the device including nicks and scratches. There was wear to the cutter blades as well as nicks throughout. The ratchet handle appeared to ratchet normally. The test mesh was performed and passed. Repair of the meshgraft ii was performed by zimmer biomet surgical on november 28, 2016 which included replacement of the cutter, roller, ratchet gear, pin and spring. The service technician noted that the roller, cutter, ratchet spring and pin were discolored and worn. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. The reported event was non-verifiable since during initial inspection there was worn on the cutter blades and the test mesh was performed and passed. The reported event was non-verifiable since during initial inspection there was worn on the cutter blades and the test mesh was performed and passed. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the cutter was not sharp and it was not cutting right. No adverse events have been reported as a result of this malfunction.